Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit/hospitalization for hyperglycemia. No release records were reviewed, as the product number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported she was hospitalized for diabetic ketoacidosis (dka) and blood glucose reached high (> 500 bg/dl). Patient was treat with insulin by IV drip.